Manufacturer narrative:
(B)(4). Device evaluate by MFR.: device was returned for analysis. Visual inspection revealed that coil was severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. Dried blood was present on the returned coil. Microscopic inspection showed that the zap tip shape and surface of the coil was smooth. The coil dimensions were found to be in specification. The number of fiber bundles recorded was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the coil became stuck in the catheter. The severely tortuous target lesion was located in the hepatic artery. A 20mm x 40cm interlock - 35 was used for an embolization procedure. During the procedure, intermittent flushing was performed. The physician tried to deliver the coil into the target lesion, but it got stuck in the mid portion of a 1.20mm / 0.047 5fr catheter. Another 20mm x 40cm interlock - 35 was used to push the stuck coil in the catheter, but stiffness was encountered and the coil was unable to be delivered. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the interlocking arm of the coil had been pulled off and the number of proximal fiber bundles was below the assigned specification.